Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issue, the fse replaced the expired safety disk. The fse also replaced the 9v battery. The fse performed all functional and safety tests successfully. The pump is working properly.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed messages on the device no source triggering, initial configuration, disk replacement required safety, the iabp may require maintenance. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.